Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00405 for the exalt model b scope and report number for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope during a bronchoscopy procedure performed on an unknown date, related to a tracheostomy. During the procedure, the home screen came back onto the monitor and the scope was not able to reconnect. The procedure was completed with another exalt model b scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: with all the available information, boston scientific concludes that the investigation was unable to identify any damage or malfunction related to the exalt model b monitor. The reported event was confirmed; the exported log files show issues due to a defective exalt model b single use bronchoscope used with the exalt model b monitor. Since the investigation was unable to identify any damage or malfunction related to the exalt model b monitor, the investigation conclusion code selected for the complaint is no problem detected. The returned exalt model b monitor was analyzed, passed all tests performed, and exhibited normal device characteristics. The log file indicated a defective exalt model b single use bronchoscope. Media inspection was performed to the photo provided by the customer and the image shows the monitor displaying the home screen. The investigation was unable to identify any damage or malfunction related to the exalt model b monitor therefore, the most probable root cause for the reported complaint is no problem detected.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-00405 for the exalt model b scope and report number 3005099803-2025-00403 for the exalt model b monitor. It was reported to boston scientific corporation that an exalt model b monitor was used with an exalt model b scope during a bronchoscopy procedure performed on an unknown date, related to a tracheostomy. During the procedure, the home screen came back onto the monitor and the scope was not able to reconnect. The procedure was completed with another exalt model b scope. There were no patient complications reported as a result of this event.